Event description:
It was reported that inflatable penile prosthesis (ipp) was explanted due to the patient developing a fistula in the scrotum. A new tactra penile prosthesis was implanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated h6 evaluation conclusion code.

Event description:
It was reported that inflatable penile prosthesis (ipp) was explanted due to the patient developing a fistula in the scrotum. A new tactra penile prosthesis was implanted. There were no patient complications reported.